Event description:
It was reported that a patient was presented to the cath lab on (B)(6) 2014 post arrest and hypertensive. The patient was noted to have severe coronary plaque and it was felt that the patient may also have aortic plaque. A sensation 40cc iab was inserted. The patient has many complications post procedure and arrested again later in the day. CPR was performed and afterwards, a "funky waveform" was noted. The pump was put into standby and the patient started to deteriorate so the pump was placed back into therapy mode. In the evening, the pump alarmed "low helium" and an autofill was performed. During the autofill cycle, blood was noted in the catheter tubing and the balloon was removed because of a suspected leak. The patient expired, however, the customer does not attribute the outcome to the product. The patient had multiple issues which caused her death.

Manufacturer narrative:
The returned device was evaluated and the reported problem was confirmed. Visual inspection of the device confirmed that blood was present within the catheter tubing. An underwater leak test was performed on the returned components and one leak was found on the membrane approximately 1cm from the rear seal, measuring 0.038cm in length. The optical sensor was also found broken at this location. Based on the description of the event and the results of the investigation, it has been determined that a leak in the membrane coupled with a broken optical fiber, caused the reported issues. Under magnification the penetration displayed characteristics of an abrasion, which suggest that this was caused by severe plaque in the aorta coming into contact with the balloon during pumping. Additionally, it believed that the CPR performed on the patient, damaged the fiber optic, causing the abnormal waveform. The instructions for use list severe aortic calcification as a contraindication, therefore, this is not considered to be an unexpected outcome of iab therapy. A device history review was performed and no non-conformances were found related to the event. Internal complaint #(B)(4).